Manufacturer narrative:
Wheelchair will be returned to manufacturer for evaluation to determine the cause of event.

Event description:
Customer claims that the backrest bolt snapped where the post connects to the seat causing the back to fall while going down a ramp. End user fell injuring his head and was hospitalized for a few days, the extent of the injury has not been communicated but user was released.